Event description:
Pt reported an alleged port leak. The pt experienced a lack of restriction. The physician performed a fill check and found a discrepancy in volume. The pt declined to grant permission for allergan to contact the physician. The device remains implanted.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(6) 2012. The device remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be either a rapidport ez strain relief or a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."